Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 150 units of insulin, and the insulin gauge remained static at 115 units of insulin. The customer reported a blood glucose level of 268 mg/dl. And was addressed by administering a manual injection.